Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient showed up in the emergency room (ER). It was stated that the patient had a possible infection in the patients spine.